Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty upstream occlusion (uso) sensor. The uso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an intermittent upstream occlusion alarm. The event occurred during testing. There was no patient involvement and no patient harm.